Event description:
Trinity revision of the shell, liner, ceramic modular head and screw after 25 days due to poor lft and oozing wound.

Manufacturer narrative:
Per - (B)(4) initial report. Please note: the system would not allow this initial report to be packaged without an option for b, c and d selected in section h. As this is an initial report the investigation findings are not yet known. These will be updated in the final report. Additional information including confirmation on what poor lft's is; s it related to liver function tests, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested to aid the investigation of this event, however, this information has not been provided and thus the scope of the investigation is limited. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity of the cup, ecima liner, biolox delta ceramic head and screw after 25 days due to poor lft's and an oozing wound.

Manufacturer narrative:
(B)(4) final report: additional information including confirmation on what poor lft's is; s it related to liver function tests, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, was requested to aid the investigation of this event, however, this information has not been provided and thus the scope of the investigation is limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. Based on the available information, no further investigation can be conducted and the root cause of the reported poor lft's and oozing wound could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.